Event description:
Per clinical nurse educator communication from (B)(6): "adverse event experienced: patient and his wife advised the cassette they mixed wasn't priming. Description of event: troubleshooted: line not clamped, they were selecting the correct button and pump was saying "prime" and sounded like it was priming, but no fluid was coming out. There was no air in the cassette. Had them detach and reattach the cassette and try again and it did prime this time. Adverse event resolution, if appropriate: got the cassette to prime and it's running now." Product lot number and expiration date unknown. Cassette return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. No additional information is available at this time. Did the reported product fault occur while in use with a patient? No. Did the product issue cause or contribute to patient or clinical injury? No. If yes, was any medical intervention provided? N/a. Is the actual device available for investigation? Yes, upon patient return. Did we replace device? No. Did the patient have a backup device they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved.